Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "heart started racing", and self treated with insulin (dose/type unknown) and drank juice for treatment. There was no report of death or permanent impairment associated with this event. Additionally, a sensor scan of 78 mg/dl was compared to a reading of 421 mg/dl obtained on a competitor brand meter. The length of sensor wear was 12 days. When the results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.